Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The infusion set was in use for 2 days. The patient visited emergency room and was subsequently hospitalized on (B)(6) 2025 due to high blood glucose level. The blood glucose level was 739mg/dl. The patient also tested high for ketones. The length of hospitalization was greater than 24 hours. The patient also experienced symptoms of feeling sick, unwell tired, weak, extremity pain, cramps and increased thirst. The patient got treated with intravenous drip and syringe. No further information available.